Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that today when he started to sweat, the v-go fell off. Patient states that he properly cleans the area with an alcohol swab before applying.